Event description:
It was reported that a right ac joint revision occurred following a loss of ac reduction at approximately 5 weeks post-op. The pt reported that while he was sleeping, he had rolled over onto his operative shoulder and awoke with pain. Follow-up with the reporter provided info that the original surgery was in 2009. The pt had been in a sling with gentle motion until physical therapy started the following month. The loss of reduction occurred in the same month. Revision surgery the following month, showed the suture that weaves through the clavicle button was broken; there was also graft slippage. The revision case was reported as very successful. The pt is an active duty marine. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but has not been returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Lot number was requested but not provided, therefore, device history record review could not be conducted. As reported, the most likely cause of the pt's loss of ac reduction at 5 weeks post-op is the pt rolling onto his operative shoulder in his sleep. This type of movement and/or other activity non-complaint with the post-op protocol may lead to suture and/or knot failure and subsequent graft slippage and/or failure. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.